Event description:
A pt's husband reported that after the cycler's second fill, the cycler fell onto the floor. The husband states he picked up the cycler and replaced it on the stand. He stated there were no alarms and he resumed his wife's treatment. During the night the pt awoke complaining of shortness of breath and abdominal pain. The pt's husband took her to the emergency room. The ER physician informed the pt's husband that he had drained 8 liters of fluid from the pt. The pt's symptoms abated and the pt was released from the ER and returned home. The old cycler was replaced with a new one and the pt's husband states that they have had no problems.